Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (pulse test failure) was confirmed. As received, the monitor failed pulse testing. Upon evaluation, the 1.8v pld power supply shorted and there was damage at the j1002 jumper. The cause of the pulse test failure is the damaged components. The root cause of the damaged components could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned a monitor indicating that it failed pulse testing.